Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09643. It was reported that the patient experienced noise on the right atrial and right ventricular leads. The leads were extracted and replaced. The generator was also replaced due to normal battery life. Sensitivity was adjusted to overcome the over-sensing issue. The patient is doing fine.